Event description:
The report stated that they were working on the cervical spine, disc 2 or 3, operating from front with only a small 3x1/2 inch exposure within the drapes. The pt was intubated and prepped with betadyne/duraprep which was dried again. After starting initial incision they heard a 'pop' sound. They saw nothing and activated again, and again heard a 'pop', but quickly after observed the drapes burning. Fire was extinguished, but the pt had 1st and 2nd degree burns on right anterior neck. Pt was scoped and there were no internal injuries.

Manufacturer narrative:
This generator is obsolete as of july 2005 and no repairs or adjustments were made. The generator was tested on the automated safety tester and functioned normally and within specification. The generator was powered-up and went through self test to ready mode normally. Initial testing found the rem pulse duty cycle was one percent low out of specification. This condition would not cause or contribute to the reported event. Add'l testing found all other parameters in specification. The reported condition could not be confirmed. A review of the service history records indicates that there are no service histories recorded for this generator. Info from the customer indicated they believed this to be an alcohol based fire. The customer has been referred to the valleylab internet clinical hotline info available on preventing or fires, sent a copy of the hotline on or fires and a training dvd on or safety.